Event description:
It was reported the patient came to the hcp's office to have his pump refilled. The patient had not seen a md for over 1.5 years and the pump has been empty. The patient wanted to start the pump again. The hcp planned on filling the pump and going to start low on the dose 50mcg/day. The pump was used to deliver lioresal. It was further reported that when the hcp aspirated the pump he did not pull out much fluid from the reservoir. The hcp washed the pump out with pfns two times and then filled the pump with 500mcg/ml. The hcp attempted to access the side port but was unable to; the patient had gained a lot of weight. The patient had increased spasticity which, per the reporter began a day or two ago. The drug in the pump tubing and catheter was 2000mcg/ml and the hcp wanted to run at 50mcg/day.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).